Event description:
The patient was a 56 year old male who was dialyzing using the filtral dialyzer. It was not his first treatment on this dialyzer. The dialyzer was primed according to manufacturers directions and ws not re-used. The dialyzer is a high flux dialyzer. The patient developed symptoms of lightheadness and feeling flushed followed immediately by a choking sensation approximately two minutes after initiation of dialysis. His blood pressure was one seventy over seventy (170/70) and apical rate one hundred (100). The treatment was terminated without rinseback and the patient given oxygen. Hte patient felt better after 5-10 minutes and needed no further treatment. Dialysis resumed one hour later using a different dialyzer. Patient had an uneventful treatment at that timeinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.